Event description:
It was reported that the foley catheter was spontaneously removed 3 days after indwelling. Per follow-up information received via ibc on 03dec2021, stated that the damage to the catheter was unknown and there was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The sample was confirmed to exhibit the reported failure. The product was used for treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked from a 0.012" pinhole found on the balloon surface. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d,h. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was spontaneously removed 3 days after indwelling. Per follow-up information received via ibc on 03dec2021, stated that the damage to the catheter was unknown and there was no impact to the patient.